Event description:
A physician reported that during surgery, an ophthalmic system and cutter had cutting failure after strange noise. The surgery was completed on the same day. Details of procedure was not reported. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. The system was tested and found to meet product specifications. However, the pneumatics module was returned for testing. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The pneumatic module was received for testing. A visual assessment of the returned sample revealed no obvious nonconformity. The sample was visually inspected, and the top cover was found to be damaged. The top cover was removed, and unit was checked with no non-conformities found. The unit was then installed onto the console with no non-conformities found. The sample was then tested in and out of vitrectomy mode for 5 mins with no failures observed. The reported event could not be replicated. Based upon this information a root cause cannot be conclusively determined. The system was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.